Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of about 20 mg/dl. It was reported that the paramedics were called in to treat the customer and bring up her blood glucose levels. The customer had stopped driving in front of an intersection and was not moving when the police came and called the paramedics. The customer declined to go to the hospital. No additional information was provided.